Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The hp was treated with vancomycin (2g ip) and tazact (4.5g IV twice a day). The cause of the peritonitis was break in aseptic technique; the hp did not wear a mask. It was not reported if the hp was retrained on aseptic technique.

Manufacturer narrative:
(B)(4). This complaint for the report of use error-break in aseptic technique is confirmed. The cause was not determined. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.